Manufacturer narrative:
The pump alarmed with a motor error during the rewind process due to an out of phase motor encoder signal. The displacement test could not be performed due to the motor error alarm. The pump also had minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 127 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was able to rewind the pump, but it alarmed with motor error at the end. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.